Event description:
Reportedly, the patient saw orange light on her home monitor on (B)(6) 2018. Since standard troubleshooting could not resolve the issue, she received a new unit on (B)(6) 2018. Since she reported receiving flashing red lights during setup, she was advised to go to a follow-up at her clinic. During this follow-up, a warning message was displayed, saying that rf had been deactivated on (B)(6) 2018 due to external unexpected activations. Rf was re-activated during the follow-up and it was reported that a transmission had been received.

Event description:
Reportedly, the patient saw orange light on her home monitor on (B)(6) 2018. Since standard troubleshooting could not resolve the issue, she received a new unit on (B)(6) 2018. Since she reported receiving flashing red lights during setup, she was advised to go to a follow-up at her clinic. During this follow-up, a warning message was displayed, saying that rf had been deactivated on (B)(6) 2018 due to external unexpected activations. Rf was re-activated during the follow-up and it was reported that a transmission had been received.

Manufacturer narrative:
Preliminary analysis revealed that the reported behavior resulted from communication error between the home monitor and the ICD, most probably due to a rf link disturbance. This led to reach the maximum duration of rf communication authorized per day, and rf was therefore deactivated (as specified).

Event description:
Reportedly, the patient saw orange light on her home monitor on (B)(6) 2018. Since standard troubleshooting could not resolve the issue, she received a new unit on (B)(6) 2018. Since she reported receiving flashing red lights during setup, she was advised to go to a follow-up at her clinic. During this follow-up, a warning message was displayed, saying that rf had been deactivated on (B)(6) 2018 due to external unexpected activations. Rf was re-activated during the follow-up and it was reported that a transmission had been received.

Manufacturer narrative:
Please refer to the attached investigation report. (B)(4).